Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The "blood detected" alarm sounded from the pump. Blood was noted in the sleeve near the insertion site. The dr was notified and the iab was removed. A femostop was placed and alternate treatment was sought. Datascope rec'd this report via the voluntary medwatch form from the user facility; there was no uf/dist number reported. (On 5/14/98, datascope rec'd the voluntary medwatch form from the FDA; MDR access number: 1013689). [Event complications]: none from the event-reported 4/28/98. [Pt's current status]: unk-rpt'd 4/28/98.